Manufacturer narrative:
Sanofi company comment 13-mar-2019. Patient received synvisc one and tested positive for staph infection. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Positive for staph infection [joint infection] ([staphylococcal infection]). Knee was swollen [knee swelling]. Warm to touch [joint warmth]. Painful [knee pain]. Fluid was pulled [joint effusion]. Case narrative: the case was cross referenced to (B)(4) (duplicate) initial information received on 07-mar-2019 from united states regarding an unsolicited valid serious case received from a nurse. This case involves an (B)(6) patient who was positive for staph infection, knee was swollen, warm to touch, painful and fluid was pulled, with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate 6 ml once (indication, batch: unknown). On (B)(6) 2019, patient experienced knee was swollen (latency: 3 days), warm to touch (latency: 3 days) and painful (latency: 3 days). On (B)(6) 2019, fluid was pulled (latency: 7 days), a c and s was ordered and patient was started on medrol pack. On (B)(6) 2019, patient tested positive for staph infection (latency: 8 days). On (B)(6) 2019, an ind was administered along with IV antibiotics. Corrective: IV antibiotics and ind for positive for staph infection; medrol pack for rest. Outcome: unknown for all events. Seriousness criterion: medically significant and required intervention for positive for staph infection; required intervention for rest. A product technical complaint was initiated and results were pending for the same.

Event description:
Positive for staph infection [joint infection] ([staphylococcal infection]). Knee was swollen [knee swelling] . Warm to touch [joint warmth] . Painful [knee pain] . Fluid was pulled [joint effusion]. Case narrative: the case was cross referenced to (B)(4). Initial information received on 07-mar-2019 from united states regarding an unsolicited valid serious case received from a nurse. This case involves an 80 years old patient who was positive for staph infection, knee was swollen, warm to touch, painful and fluid was pulled, with hylan g-f 20, sodium hyaluronate (synvisc or synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at an unknown dose and frequency (indication, batch: unknown). On (B)(6) 2019, patient experienced knee was swollen (latency: 3 days), warm to touch (latency: 3 days) and painful (latency: 3 days). On (B)(6) 2019 fluid was pulled (latency: 7 days), a c and s was ordered and patient was started on medrol pack. On (B)(6) 2019 patient tested positive for staph infection (latency: 8 days). On(B)(6) 2019 an ind was administered along with IV antibiotics. Action taken: unknown for hylan g-f 20, sodium hyaluronate (synvisc). Corrective: IV antibiotics and ind for positive for staph infection; medrol pack for rest . Outcome: unknown for all events. Seriousness criterion: medically significant and required intervention for positive for staph infection; required intervention for rest. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 18-mar-2019. Global ptc number and its results were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment (B)(6) 2019. Patient received synvisc or synvisc one and tested positive for staph infection. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.